Event description:
On 09/13/2016, the reporter contacted lifescan (B)(4), alleging an inaccurate control solution test result; however, no results were provided by the reporter. This complaint is being reported because the result may not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.